Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the distal staples were malformed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.